Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer stated that they were hospitalized for non-diabetes related issues. The customer mentioned that they were bruising upon insertion of the needle in the beginning. The customer stated that the insulin pump helped bring their blood glucose down from 400 mg/dl to 150 mg/dl. The customer did not return the product back for analysis.